Event description:
It was reported that a person using the ilet experienced hyperglycemia with a blood glucose reading around 300 mg/dl, with no identified precipitating factors and no relevant device alerts observed; the user was unable to sync data, and customer care guided a cartridge/infusion set change after which insulin delivery resumed. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education, with a plan for follow-up. Investigation included remote troubleshooting, review of alert history, and confirmation of insulin delivery following infusion set change. Investigation of this case revealed no device alerts or confirmed device malfunction, and the event was treated as hyperglycemia of unclear cause with a potential infusion set or delivery interruption addressed by set change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.